Event description:
It was reported that the gastric-jejunal tube was in for a month and had broken off just below the balloon. The rest of the tube was in the jejunum, which had to be removed via endoscopy. No injury reported. Per additional information received on 7mar2023, the tube was placed on (B)(6) 2022. The tube is usually in for six months with this patient; however, broke after 3 months.

Manufacturer narrative:
The product involved in the report has been returned and the investigation remains in progress at this time. A review of the device history record is in-progress. All information reasonably known as of (B)(6) 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The device history record for lot 20080501 was reviewed and the product was produced according to product specifications. The actual complaint product was returned for evaluation. The device came in the lab in two pieces. Tubing separated/broke off from the molded head part. It appears that approximately 20cm below the balloon material, the tube broke off from the entire tubing. The breaking points were inspected and observed to have jagged edges. No missing silicone or part of the tube that were observed. Based on the sample evaluation, the incident was confirmed. Per incident comments, the device was in use for an extended period of time within three months, which indicates that the device did not show this defect at the time of placement and the tube performed as intended. A root cause could not be determined. All information reasonably known as of 26 apr 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.